Manufacturer narrative:
One (1) imp, tsv, 3.7, 10, mtx, mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 13 and was used for approximately 4 years 8 months. The customer did not provide any pictures or x-rays. Per the applicable IFU, under section breakage, applied loads exceeding the normal functional design tolerances of the implant components may result in implant fracture and significant bone loss (e.g. >3mm). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number: (62379706). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot: (62379706) and no similar events or complaint was found. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, infection) or product (tsvtb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event of implant fracture was confirmed. However, infection could not be verified since it is a medical condition and no x-ray or pictorial evidence was provided. Sections updated: b4: date of this report. D4: expiration date. G3: date investigation/pce results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the complaint description provided.

Manufacturer narrative:
Supplemental medwatch has been created as the investigation showed the implant to have been fractured. Upon follow up with the customer, the customer confirmed they were aware of the implant being fractured. Sections updated: b4: date of this report. B5: update to summary of event details. D4: expiration date. (Corrected from previous report) g3: date fracture was found. G6: type of report and follow up number. H2: follow up type. H6: device code added for fracture. H10: manufacturer's narrative.

Event description:
It was reported by the customer that the implant was removed due to an infection however the infection occurred due to the implant becoming fractured which was found upon removal of the implant.

Manufacturer narrative:
(B)(4). Patient's weight was not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had infection around the implant that required the implant to be removed. Patient will not return for additional appointments. Tooth #13